Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference MFR reports: 1627487-2012-10701 and 1627487-2012-10703. The patient had an scs system which included 3 leads from the same lot. It was reported the patient had the entire scs system explanted due to infection. The infection was noted to have started at the lead site and traveled to the ipg pocket. There was no st. Jude medical representative present for the procedure. The explanted equipment will not be returned to the manufacturer for analysis.